Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection identified that the device was leaking from an untightened blue winged luer cap. The device was filled with green colored water and the blue winged luer cape was manually hand tightened. The next day the device was examined, no leaks, malfunctions or abnormalities were identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the small volume infusor leaked an unspecified drug from the connection between the filling port and the tube. The leak was identified before use. There was no patient involvement. No additional information is available.